Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarm was noted during the self test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's mother reports that customer was sitting and received a radio frequency pic failed self test alarm. Customer's blood glucose was 91 mg/dl. Customer was assisted in clearing the alarm, programming time and date, and reviewing alarm history. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.